Event description:
On (B)(6) 2010, the nurse contacted baxter (B)(4) technical service center and stated that the patient was hospitalized due to peritonitis. This is a spontaneous report by a nurse from (B)(6) of peritonitis in a female patient coincident with dianeal. Outcome and causality were not reported. There was no allegation of device malfunction. Follow-up information provided by the physician on (B)(6) 2010 is as follows: on (B)(6) 2009, the patient began dianeal-n pd-2 1.5% and extraneal therapies. On an unknown date, the patient developed peritonitis and was hospitalized due to the event. Unspecified antibiotic was administered for the event. At the time of this report, the event was resolving and peritoneal dialysis (pd) therapy was continued unchanged. The physician believed that the event was not related to dianeal or extraneal, because the physician considered that the event was caused by aseptic technique. It was indicated that peritonitis was a possible complication of pd therapy itself and not related to the pd solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.